Event description:
It was reported that this right ventricular (rv) lead was an attempted implant due to electrode end damage. A new lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Amendment: new information was received indicating that this is not a reportable event. Please disregard the last MDR #15282535.

Event description:
It was reported that this right ventricular (rv) lead was an attempted implant due to helix extension issues with placement difficulty. A new lead was implanted. No additional adverse patient effects were reported.